Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as straight forward. The physician unintentionally implanted the stent graft covering the renal artery. The physician believed that the renal artery that was covered was an accessory renal artery; however, it was not an accessory renal artery. The renal artery was very anterior. The following day the patient had flank pain. The physician implanted a bare metal stent in the renal artery and the flank pain was resolved. The patient's creatinine level never changed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; user related; poor visualization of the renal artery. User related; poor visualization of the renal artery. Conclusion: anatomy related; user and anatomy related; poor visualization of the renal artery. User related; poor visualization of the renal artery.